Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed an alternating current (ac) power loss message. There was no patient involvement at the time of the reported event. The service engineer (se) inspected the device and replaced the power supply. The se performed self-testing and the ventilator operated within the manufacturing specifications.